Manufacturer narrative:
Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device was implanted prior to the expiration date and there was no problem with the patient¿s device or therapy. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the product for the new patient was delivered on (B)(6). The expiration date was on (B)(6) for the related device. The clinic had informed us that they would implant before the expiration date. However the physician done the replacement case and programming issues without the manufacture¿s support. On (B)(6) it was realized that the battery had been implanted after expiration date. There were no further complications reported/anticipated.